Manufacturer narrative:
The insulin pump was received with an unresponsive button due to corroded keypad traces. No button error alarm was noted during testing. The device was unable to undergo the displacement test due to the unresponsive button. The following cosmetic damage was also found on the pump: cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and he cannot clear it. The patient's blood glucose at the time of incident was above 160 mg/dl. The customer removed the battery in order to reset the pump but the alarm persisted. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.